Manufacturer narrative:
Additional narrative: 510k: this report is for an unk - insertion instruments: trocar: spine/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the synflate balloon needed to be removed together with the working sleeve and the trochar had to be reinstalled to get access to the spinal disc. It was noticed that the tip of the balloon has been bent and could not be straightened. Procedure was completed successfully with five(5) minutes of surgical delay. Concomitant device reported: unk - insertion instruments: trocar: spine (part# unknown; lot# unknown; quantity: 1). Unk - guides/sleeves/aiming: spine (part# unknown; lot# unknown; quantity: 1). This report is for one (1) unk - insertion instruments: trocar: spine. This is report 1 of 1 for complaint (B)(4).